Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing which resulted in pause detections. It was further noted the icm experienced oversensing which resulted in tachycardia detections. The icm remains in use. No patient complications have been reported as a result of this event.